Manufacturer narrative:
The manufacturer previously reported the hardware (hw) power test step had failed on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the power management board had caused the hw power fail test step to fail on the trilogy 100 device. The service technician had replaced the power management board on the device. The service technician re-performed the hw power test step after replacing the part on the device. The service technician reperformed the test step again, and it failed. The service technician found an error code, digital signal processing (dsp) direct current bus (dcbus) undervoltage, was observed in the device's error log. The service technician re-evaluated the device and determined the bulk capacitor was not plugged in causing the hw power test step to fail on the device. The service technician connected the capacitor to address the issue on the device. The hw power test step was re-performed by the service technician, and it had failed again on the device. The service technician re-evaluated the device and determined the system printed circuit assembly (pca) had caused the hw power test step to fail on the device. In conclusion, the system pca needs replaced to address this issue. Additionally, during the service of the device, the internal battery was replaced for the internal battery capacity test step failing on the device. This failed test step was unrelated to the reportable issue. The front case enclosure and enclosure gasket were replaced for physical damage unrelated to the reportable issue. The rubber feet and cable clamp were replaced because these parts were missing or had physical damage unrelated to the reportable issue. The device passed all final testing.

Event description:
The manufacturer received information alleging the hardware (hw) power test step had failed on the trilogy 100 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.